Manufacturer narrative:
Bec identifier for this complaint is (B)(4).

Event description:
Customer reported to beckman coulter, inc. (Bec) that the unicel dxc 600 synchron system generated low results for all cartridge chemistries (cc). Customer reported that prior to the incident another technician had plugged the extra glucm (glucose) electrode to precondition the electrode for six month maintenance. Customer reported that after that installation the results were all low. Customer reported that six samples gave low results. Customer reported that the low results were not reported out of the laboratory. There was no report of any adverse event or injury requiring medical intervention or patient treatment. Bec customer technical support instructed the customer stop the system and check that all the covers were in place. Customer reported that the one of the covers was off-center and she re-seated it. Customer reported that she homed the system and ran quality control (qc). Customer reported that qc was within range after she reseated the cover.